Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. Customer confirmed pump display started working once the pump was plugged into a power source. Customer resumed insulin delivery successfully.